Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with chest pain at the hospital. Interrogation revealed the right ventricular lead capture threshold was higher than normal. A chest x-ray confirmed that the lead had perforated the myocardium. The lead was explanted and replaced. The patient was discharged.

Manufacturer narrative:
Analysis was normal. No anomalies were found.